Manufacturer narrative:
Evaluation summary: one pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition with some scratches on the screen. Review of the device data log had no related findings. Functional testing included use testing. The pump was powered on and cassette was attached to the pump. Double beep alarms were observed when the pump was attached to a cassette. Based on evidence, the complaint was confirmed. The root cause could not be identified.

Event description:
Information was received indicating that a double beep with cassette occurred to a smiths medical cadd-legacy® pump. There are no known adverse effects to patient.

Event description:
Additional information received: occurred during testing, no patient involvement.